Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to infection related sepsis. It was noted that the outcome was not device related.

Manufacturer narrative:
This event was determined to be a duplicate and further event details will be addressed under manufacturer report number 2916596-2022-10773.